Event description:
It was reported that the customer received a spi to motor pic communication error alarm multiple times. The customer was unable to clear the alarm. The customer's blood glucose was 67 mg/dl. Troubleshooting was done. Advised customer to perform the rewind process again. The customer stated that she was unable to do the process because of the alarm. Advised customer that the insulin pump will need to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.